Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulated part of the jaws started to come apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was partially torn away from the base without any detachment. The heater wire was slightly flexed away from the center of the hot jaw. The heater wire remained attached at the tip and at the base of the hot jaw. No other failures were observed. Specks of blood were observed on the harvesting tool handle. Based on the condition of the device as found, the reported failure mode ¿peeled; jaw¿ and analyzed failure ¿material twisted/bent; wire" were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro insulated part of the jaws started to come apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.